Event description:
It was reported that during use in patient, this swan-ganz cco catheter was not secured by teleflex contamination shield, and the catheter was found completely pulled out from the insertion site. The catheter was initially placed in the pulmonary artery, and the issue was noted when attempting to remove the caterer after surgery. No blood leakage or medication leakage occurred. No additional treatment was required. The size of used introducer was 9 fr. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dqe, kra.